Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had experienced a low blood glucose level and was hospitalized. The customer¿s current blood glucose level was unknown. The customer stated that they had a low blood glucose incident which was resulted in a hospitalization. The insulin pump will not be returned for analysis.